Manufacturer narrative:
Block a2: exact age at the time of event was not provided but patient was over 18 years old. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat varicose veins during a gastric fundus varicose ligation procedure performed in the fundus of stomach on (B)(6) 2025. During the procedure, the band could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was indicated that the anatomy location was in the fundus of the stomach. However, according to the instructions for use (IFU), the speedband superview super 7 device is not intended for ligation of esophageal varices below the gastroesophageal junction.

Manufacturer narrative:
Block a2: exact age at the time of event was not provided but patient was over 18 years old. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, it was observed that the returned device had all the bands on it. Some of the bands were damaged and overlapped on the ligator housing, damaged teeth, and a handle showing the trip wire secured into the handle slot. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. This may be associated with the physician's technique or the handling of the device during band deployment. The device's position, or the twists in the body, might have affected how the handle worked when trying to release the bands. It is also possible that the way the varix or polyp was grabbed caused the suture to move, causing the bands to overlap, become damaged, or unable to deploy properly. The marks on the ligator's teeth suggest that too much force may have been used, or the device was inserted in a way that damaged the teeth. This damage likely affected how the handle worked when releasing the bands. Based on all gathered information, the probable cause selected is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat varicose veins during a gastric fundus varicose ligation procedure performed in the fundus of stomach on (B)(6) 2025. During the procedure, the band could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was indicated that the anatomy location was in the fundus of the stomach. However, according to the instructions for use (IFU), the speedband superview super 7 device is not intended for ligation of esophageal varices below the gastroesophageal junction. Additional information received on april 30, 2025: it was reported to boston scientific corporation that a speedband superview super 7 was used to treat esophageal varices during a gastric fundus varicose ligation procedure performed in the esophagus on (B)(6) 2025.

Manufacturer narrative:
Block a2: exact age at the time of event was not provided but patient was over 18 years old. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: block b5 (describe event or problem) was updated based on the additional information received on april 30, 2025.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat varicose veins during a gastric fundus varicose ligation procedure performed in the fundus of stomach on (B)(6) 2025. During the procedure, the band could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was indicated that the anatomy location was in the fundus of the stomach. However, according to the instructions for use (IFU), the speedband superview super 7 device is not intended for ligation of esophageal varices below the gastroesophageal junction. Additional information received on april 30, 2025: it was reported to boston scientific corporation that a speedband superview super 7 was used to treat esophageal varices during a gastric fundus varicose ligation procedure performed in the esophagus on (B)(6) 2025.